Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a service required alarm indicating the internal battery failed to charge was observed. The device's internal battery was replaced to address the issue. Additionally, the blower assembly was replaced to address an abnormal noise. The air inlet foam filter, particulate filter and muffler assembly were replaced preventatively. This would not affect the device's ability to deliver therapy as designed. The device was cleaned and tested and passed all final testing.